Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -15.50 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the patient experienced glare/haloes and blurred vision. The problem was resolved. The patient could not tolerate the halo. The cause of the event was unknown.